Event description:
A report was received alleging that a patient receiving terminal palliative care experienced a ten-fold morphine overdose due to an incorrect pump setting on a CADD-Solis¿ infusion pump and subsequently died. Morphine overdose is medically capable of causing fatal opioid toxicity; therefore, the reported outcome is biologically plausible. However, insufficient information is available to verify the programmed settings, delivered dose, clinical course, or cause of death. Furthermore, no evidence of a device malfunction has been reported, and the available information suggests the event may have involved user programming error. Given the limited information and the presence of significant confounding factors related to the patient's underlying terminal condition, a definitive causal relationship between the device and the reported death cannot be established. Based on the information currently available, the device's contribution to the reported outcome is assessed as indeterminate, and no conclusion of device malfunction can be made.

Manufacturer narrative:
D4 - Catalog # and D4 - Serial # are unknown.(b)(4) - This reference number corresponds to the user facility¿s report that has been submitted to the National Competent Authority (NCA)Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional information becomes available.